Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported there was a ventilator failure while on a patient. There was no injury to the patient. A draeger tsr was dispatched to service the machine and the following was conveyed to quality: "intermittent vent fail. During ventilation the vent will intermittently display a membrane pressure high alert. Previously replaced were the pump, and all membranes and seals. Replaced control board per tech support. The system was left ventilating overnight and no errors displayed. The system passes all tests and meets dm specs."

Event description:
Please refer to the initial-report.

Manufacturer narrative:
The investigation was carried out based on the event description, the logfiles, a visual inspection of the processor board and pump as well as the test of the pump together with the involved processor board in a fabius gs test device including an endurance test over 80 hours. The evaluation in the manufacture¿s lab revealed an abnormal heat-sensitive vacuum-pressure sensor placed onto the processor board to be the root cause. With a rising temperature, the sensor shows an incorrect high vacuum pressure up to 400mbar and when the membrane vacuum exceeds the maximum value for auto-ventilation (approx. 250mbar), the ventilator stops as a precaution and the device alarms ¿ventilator fail¿. In this case automatic ventilation is not possible. The user can switch to manual ventilation as described in the instructions for use. Monitoring is still functional. Replacing the faulty pressure sensor solved the issue. The fabius device alarmed the condition as specified. The complaint (B)(4) / MDR report no. 9611500-2018-00092 describes the same device (product serial no. (B)(4)) and issue, so the root cause can be adapted accordingly. This is the first fabius complaint showing a nonfunctional vacuum pressure sensor. Therefore, this is a singular case.